Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia with blood glucose readings around 370 mg/dl for several hours, after which a full supply change was performed and insulin delivery issues were assessed with no visible leaks or kinks; follow-up noted a continued high value trending down, and a site-only change was recommended but declined, with continued monitoring chosen. Symptoms included hyperglycemia. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included remote troubleshooting, user interview, and review of infusion set and tubing placement as described by the caller. Investigation of this case revealed no confirmed device malfunction and no confirmed occlusion or leakage, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not confirmed to be device related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.